Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that silicon leaked form the device before use. Reportedly, when the customer opened the new package and dropped the insert on the sterile table, silicon was observed to have dropped onto the sterile field.